Event description:
Received information there was an infection at the lead/extension area. Medtronic representative was inquiring about cleaning the area with either betadine or hydrogen peroxide. No other information was provided. Additional information has been requested and if received a follow report will be sent.

Manufacturer narrative:
(B)(4).